Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty splitting the introducer sheath was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 5fr ptfe microintroducer sheath. Blood residue could be seen within the sheath. Gross visual evaluation revealed no evidence of damage, defect, or deformity on the sheath or handle. Microscopic examination of the parting lines on the sides of the luer was unremarkable. The lines were present, undamaged, and appeared appropriately formed. An attempt was made to split the sheath handle and it was confirmed that the sheath would not split with reasonable force applied to the handles.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav1869 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per sales representative, facility reported that during the procedure the introducer would not snap and peel away. A second attempt was made by another nurse without success. The guidewire had to be put back in and a new introducer/dilator kit was opened to complete the procedure. No patient harm reported.